Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was not returned to olympus for evaluation. The cause of the reported scope damage could not be determined at this time; however, based on similar reported events, the cause of the reported scope damage could be attributed to user handling. The instruction manual for use provides warning and caution statements in an effort to prevent scope breakage. ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during an unspecified procedure, there was metal protrusion observed at the tip of the scope.